Event description:
Constant lower back pain, loss of feeling in right leg, lower back weakness (pain becomes acute if standing longer than 30 minutes). Can feel and hear popping in area of implant. Cannot "sleep in", pain awakens rptr if lying down too long.